Event description:
Follow up information received from the healthcare professional (hcp) reported that the event was due to scar tissue and to the lead component of the implantable neurostimulator (ins) system. A revision and replacement of the lead was performed in addition to removal of scar tissue. Hospitalization was required for the event and the patient outcome was reported as recovered without sequelae. If additional information is received, a follow up report will be sent.

Event description:
The patient has not felt stimulation for 2-3 weeks but did not notice until she turned the stimulation up to 9.0v. The battery had a ¼ charge left and the 8840 was able to communicate with the ins. It was suspected that scar tissue may have built up on the lead. The recharge stats showed that on: (B)(6) 2.3hrs 100% charged, (B)(6) 5.1hrs 100% charged, (B)(6) 2.1hrs 100% charged, (B)(6) 0hrs 100% charged and (B)(6) 0hrs 100% charged. The last couple times she has gone to charge there has been less and less to charge up. The ins was on when she came to her appointment. When in group b with amp raised up to 10.1 she still could not feel any stimulation. There was no change with group a and c. There has been no falls, trauma or changes with the ins pocket. Her ankle was swollen ¿near scar that has the lead at the bottom¿ which started a couple days ago. The impedance measurements at 3.0v were: : 0-1=2264, 0-2=3100, 0-3=4576, 1-2=1859, 2-3=3503. Programming included 0+, 1-, 2- and 3+. When a simple bipolar pair of 1-2 was tried still no stimulation was felt even when increased up to 10.5v. It was noted that the ins was implanted in the left thigh with lead in calf to treat left foot pain. The patient has an appointment to see her doctor. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 74001, lot# n249538, implanted: (B)(6) 2010, product type: adapter. Product ID: 748940, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3988nds, lot# n24226, implanted: (B)(6) 2000, product type: lead. (B)(4).